Event description:
A healthcare facility in (B)(6), california reported to a fisher & paykel healthcare (fph) field representative that there was a humidity issue with an mr850jhu respiratory humidifier. It was further reported that the staff therapist could not insert the suction catheter into the endotracheal tube. The patient saturation level at that time was 77%. The doctor used bronchoscope and noticed occlusion at the end of the endotracheal tube. Upon extubation, it was observed that there was about 8mm mucus plug partially occluding the end of the tube. No other patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr850jhu respiratory humidifier is not expected to be returned to fph for investigation. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and have completed our analysis.

Manufacturer narrative:
(B)(4) the complaint mr850jhu respiratory humidifier or the breathing circuit used was not returned to fph in (B)(4) for investigation. A hospital staff provided additional information to the fph field representative but not sufficient to determine the root cause of the reported fault. It was also mentioned that the therapist, who was involved in the reported incident, was no longer working for the hospital. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. No patient consequence was reported as a result of this incident. The hospital staff also stated that the patient had already been discharged.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that there was a humidity issue with an mr850jhu respiratory humidifier. It was further reported that the staff therapist could not insert the suction catheter into the endotracheal tube. The patient saturation level at that time was 77%. The doctor used bronchoscope and noticed occlusion at the end of the endotracheal tube. Upon extubation, it was observed that there was about 8mm mucus plug partially occluding the end of the tube. No other patient consequence was reported as a result of this incident.